Manufacturer narrative:
Patient information is unknown. Date of event: it is unknown when device began to chip. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during an unknown procedure on an unknown date, the surgeon found that the stardrive screw driver tips had become chipped with wear over time and it was difficult to tighten and twist the locking caps. There was no surgical delay reported. There is no reported patient consequence. Concomitant device: locking cap (part: unknown, lot: unknown, quantity: unknown) this report is for a sport grip t25 stardrive shaft f/matrix-standard. This is report 1 of 1 for (B)(4).